Event description:
Boston scientific received information that during a device change out procedure for normal battery depletion, the rate sense portion of the right ventricular (rv) lead was surgically abandoned due to overesensing of noise that led to inappropriate ventricular fibrillation (vf) detection. Approximately six years later the lead was explanted for issues noted in report 2124215-2014-21112. A portion of the lead was returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted that three segments were returned and the lead was severed at 157 millmeters (mm) from the terminal pin. A mid-body segment measuring approximately 298 mm and a tip segment measuring approximately 260 mm with the distal shocking coil extending out of the severed end by 104 mm and the rate sense negative coil stretched and extending by out 575 mm. Cuts and tears were observed on the insulation. Visual inspection noted that the trilumen insulation was damaged at 210 to 225 mm from the terminal pin through to the rs- and distal hv lumens. There was trilumen insulation webbing damage noted between all three conductors in this area as well. Visual inspection also notes that there is a trilumen insulation abrasion through to the distal lumen within that area approximately 210-213 mm from the terminal pin. The abrasion is smooth and tends to spiral around the lead. This is indicative of lead-on-lead contact coupled with movement.